Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system is still experiencing issues with the collimator. Previous case had been created and system checkout performed, but o-arm will not perform spin. Issue occurred intraoperatively. There was no patient impact reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000168 h3, h6: the system was serviced in the field and the collimator filter ladder was sticking during the homing cycle at start up. The filter ladder was freed up and the filter ladder tracking guide rail and the filter ladder feed screw were cleaned. Grease was applied to the rail and screw for proper operation of the filter ladder. The filter ladder then moved fully along the expected filter guide to ensure the filter ladder could reach all expected locations. The process was completed 5 times without any sticking. The system was then shut off and restarted to unsure proper procedure for homing and ladder completed as expected. The system was power cycled three times and after the repair with no issues. The system passed system checkout and functioned as expected. Applicable codes: b01, c07, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.